Event description:
Per the clinic, the patient experienced a loss of connection to the internal device and the issue could not be resolved. The device was explanted on (B)(6), 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): device not available for analysis.